Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and no failures were observed. The device passed all testing. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during patient use, the ventilator stopped cycling. There is no report of death or serious injury associated with this event. No additional information is available.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.